Manufacturer narrative:
H4: the lot was manufactured between january 11th and january 12th 2023. H10: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there was a speck of dark particulate on the inside wall of the administration spike port connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in an exactamix 500ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.